Event description:
As pt was dialyzing blood was noticed coming out of venous chamber. Upon inspection it was noted that the medication port had no line inserted. Blood was coming out of hole where medication line should have been.